Manufacturer narrative:
The hill-rom technician found the bed exit alarm not working due to the scale power control board speaker inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the scale power control board speaker to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report that a hill-rom technician found a note on the bed stating the bed exit alarm is not working. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).